Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with belt) was unable to be confirmed. The monitor's electrode belt receptacle was bent, causing it to be difficult to plug the electrode belt in. The monitor was still able to properly communicate with an electrode belt. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was unable to communicate with an electrode belt.